Event description:
A customer reported that the pump was not charging. There was no information provided about the impact on the customer¿s blood glucose level. The distributor decided to close the complaint as the customer will not return the pump for further evaluation.